Event description:
It was reported the patient's blood glucose (bg) level rose to 536 mg/dl while wearing the pod between 4 and 24 hours. The patient had programmed 3 boluses, 5.5, 5, and 2.2 units which were unsuccessful in lowering their bgs. The patient then manually injected insulin which brought their bgs down to 300 md/dl. As advised by the agent, the pod was removed from the infusion site (back) and then the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 17.7 smartphone hardware: iphone15.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.